Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, saline leaked from the hemostasis valve. The issue was noticed immediately after insertion into the patient. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.